Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy on a uterine malignancy, the device was used on the patient, when they attempted to insert the reducer sleeve as usual but no matter how many times they tried, it did not go through. They also opened a new product and inserted it, but it did not go through as well. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturator was received. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.